Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a 'bleb' above the device. This patient exhibited twiddler's syndrome which caused the left ventricular (lv) lead to move up and caused the "bleb". This patient had no pacing for an undetermined interval of time, but the field representative confirmed that there was no pacing inhibition. In addition, this patient also developed an infection. This crt-d was explanted. No additional adverse patient effects were reported.